Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -6.5/+1.0/094 into the patient's left eye (os) on (B)(6) 2023. In a separate surgery that day the lens was removed due to low vault. On (B)(6) 2023 a longer length lens was implanted and this resolved the problem. Cause reported as unknown.